Event description:
A customer reported to olympus, the evis exera iii colonovideoscope experienced a lose contact in the video transmission. The event occurred during reprocessing. There was no report of patient harm. During incoming inspection, there was foreign materials in the air/water channel and air/water cylinder; due to insufficient reprocessing. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to damage on charge coupled device unit. The image disappeared during angulation in up direction. In addition to evaluation in b5. Due to deformation of scope cover; water tightness was lost. Due to a crack on the scope body; water tightness was lost. Due to damage on flexibility adjustment ring; the insertion section was stiff. The air/water cylinder had discoloration, the suction cylinder had discoloration, the lock engagement lever had a scratch, the indication on flexibility adjustment ring was unclear, due to wear of angle wire; bending angle in down direction did not meet the standard value. The image guide protector was dirty, the light guide lens was cracked, the connecting tube coating was peeling, the universal cord coating was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to an imperfection of proper reprocessing caused by leakage. A further cause of the leakage could not be presumed from the information obtained for this investigation. The instructions for use (IFU) states in the following to contact olympus incase leakage is detected. Therefore, abandoning reprocessing at leakage is not deviation from IFU: "reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.